Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported that before an urgent CT scan procedure during the filling step of the contrast injector it was noticed that the drip chamber was full of contrast, but the syringe was still full of air. After removing the syringe, they did not see anything strange, then they put the syringe back in the injector and pulled up again and then they saw that there was liquid coming into the syringe. After getting the syringe out it worked fine although they did not reconnect the tubing to the syringe. The reporter also states that there was no patient connected at the time of the incident.